Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d8, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record identified no repairs related to the reported event. Device is used for treatment. A definitive root cause cannot be determined as the reported event could not be duplicated. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the mesher only worked in reverse. It was not cutting properly in the forward direction on previously recovered cadaver skin. There was no patient involvement. No adverse events were reported as a result of this malfunction.